Event description:
It was reported that the medium graft template was stripped prior to use and could not be threaded onto a template shaft. The cover plate would not securely fasten to the graft in-situ. Each side of the cover plate could latch onto the graft independently, but when the plate was rolled over to attach to the opposite side, the initial connection would release. Both sides could not latch at the same time. Fixed angle screws were used.

Manufacturer narrative:
(B)(4). Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.